Event description:
Equipment failure, no injury to patient or lab operator. Gas fill safety valve failed, test resource overfilled. Operator was aware & removed patient from test area into hallway. Plastic cover over gas container shattered. Testing discontinued. Equipment manufacturer notified immediately. Modification to prevent reoccurrance shipped & installed.